Manufacturer narrative:
Patient information not provided due to (B)(6) patient privacy regulations. No parts have been returned to the manufacturer for evaluation.

Event description:
A medtronic representative reported that while in a cranial resection case, there was an inaccuracy with the vertek arm. After performing registration for a tumor resection, accuracy was confirmed without issue. However, after the patient was draped and the sterile frame was attached, an attempt was made to reconfirm accuracy. Although the planar probe was touching the skin, navigating was showing that the probe was "in the air and not on anatomy at all on the screen". It was determined that the arm, although tightly locked, could still be manipulated and moved. There was no reported delay to the procedure due to this issue and no impact on the patient outcome. The case was completed without navigation. No additional information is available.